Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was rec'd that a pt's lead site had opened; causing the pt to develop an infection. The pt's symptoms were fever and redness around the lead incision site. The pt was admitted to the ER and was prescribed oral antibiotics. Upon assessment, the physician chose to explant the precision system, as he noticed the pocket site was infected as well. The pt was administered IV antibiotics and is reportedly doing well following the procedure.